Event description:
On 04-sep-2025, the user reported that dexcom g7 continuous glucose monitoring (cgm) stopped reading overnight, leading to prolonged high blood glucose (bg). Despite reconnecting and performing a supply change, bg continued to rise, reaching a high bg value of 580 mg/dl. The user considered disconnecting and switching to manual therapy after consulting their doctor. The user's reported symptoms included feeling ¿out of it¿ and sick. No outside assistance or medical intervention was required or reported at the time of call.

Manufacturer narrative:
At the time of this report the ilet evaluation is still in progress. A follow-up report will be submitted when investigation is completed.